Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
The getinge field service engineer (fse) found that the main batteries would not meet the required runtime specifications on the cs300 intra-aortic balloon pump (iabp) unit, after running less than 2 hours. To fix the issue the fse replaced the battery, sealed lead acid,12v. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in (B)(4) is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit failed battery runtime requirements. There was no patient involvement, and no adverse event reported.